Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the pump powered on with the returned battery cap to a dim, discolored display. Multiple motor rewind error messages were observed in the alarm history. The keypad was observed to be torn at the down key. All keys responded appropriately to testing. The keypad cover was removed and contamination was observed under the contrast, up and down key contacts. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The load/step functions were performed successfully with no call service alarms being duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.